Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of about high blood results. Customer's nurse states that he feels well and requires no medical attention. Customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 05/29/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customers concern: 343mg/dl (B)(6) 2015. Customer's nurse states his blood results have been high and low since the meter was dropped. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer's nurse states that he feels well and requires no medical attention. Customer's expected blood results are 110-120mg/dl fasting. Verified the strips expire 05/29/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:343mg/dl (B)(6) 2015. Customer's nurse states his blood results have been high and low since the meter was dropped. No adverse event reported.